Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.

Event description:
The tps handpiece cord was sent for evaluation because it was causing hand pieces to run without activation. The event occurred during a routine maintenance visit; no adverse event was consequence was associated with the event.